Event description:
It was reported that during a da vinci hysterectomy with bso procedure, the single-site curved cannula accessory rotated around the shaft costing them 2 hours of surgical time. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the tube rotated with respect to the bowl due to a weld defect. After applying a small amount of horizontal force, the tube and bowl were separated due to the weld defect. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.